Event description:
It has been reported to philips that the allura system would not start and the color monitor would not display an image even after several attempts to restart it. The system was not in clinical use and no patient or user harm has been reported. A philips engineer inspected the system onsite and identified that a host pc was defective. The engineer replaced the host pc, reloaded the software and restored the backups. Also, all calibrations were performed and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start and color monitor shows no picture. Upon further investigation, fse found that the host pc was defective. The fse replaced the host pc, reinstalled the software and restored the backups also generator and detector calibrated, dhcp adjusted and ghost image created. After replacement and repair action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.